Manufacturer narrative:
Continuation of d10: product ID 37603, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the caller reports that the pt programmer shows on and ok for both sides, but on the left side the word on is flashing. Walked caller thru checking both sides again. The caller then said that the left side was blinking off. Helped caller turn the therapy back on and inquired how long it had been off. The caller noted it has been off for maybe a couple of days because they have been light headed and more uncoordinated than usual. Caller could feel the therapy turn back on by tingling in their hands.